Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient was reported to be in stable condition. No additional information was reported at this time.